Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the customer had discarded the extension. The information was confirmed with the physician/account. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the damage was not known. The outer packaging was slightly bent but didn't seem enough to have damaged the plastic inside. The patient weight was updated. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. The rep reported that the packaging that the extension was delivered in was cracked and therefore not sterile for surgical use. The rep reported that the damage to the packaging was noticed before it was placed on the sterile field, and a new extension was used in the procedure instead. The rep reported that the issue was resolved. No patient symptoms reported. No further patient complications have been reported as a result of this event.